Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The pre-op aneurysm morphology was 5.8 cm in diameter and the vessel morphology was described as: 20% circumferential aortic mural thrombus/calcification at the proximal aortic neck; aortic neck diameter was 19-18mm; neck length was 27mm; diameter at bifurcation was 22mm; distal diameter of both iliacs was 10mm with moderate tortuosity; left access vessel diameter was 8mm. It was reported that two endurant devices were successfully implanted. It was reported that post stent graft deployment there was a type 2b and type IV endoleaks, which were left uncorrected. There was a technical observation documented that the closure device failed to close the vessel. A follow up CT scan was performed two days post index procedure; which, demonstrated that the type ii endoleak and the type IV endoleak were resolved without intervention. It was reported at implant, the patient experienced; a hematoma, which resolved without intervention and an mi in which the investigator indicates that was related to the pre-op ischemia. The patient was given aspirin, beta-blockers and nitroglycerin and condition resolved prior to discharge. The investigator assessed the hematoma and mi to be related to the procedure and not related to the device. It was also reported that the patient had a pulmonary edema on pod1 and was given lasix and shortness of breath subsided within 1 hour; however, there was prolonged hospitalization. The investigator assessed this as procedure related, but not device related. The patient was discharged. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (myocardial infarction, endoleak), (B)(4) patient's condition affected effectiveness of device (pre-existing condition; cardiac disease with recent mi; anatomy related; type 2 endoleak). Evaluation, conclusions: (B)(4) device failure/lack of effectiveness related to patient condition (pre-existing condition; cardiac disease with recent mi; anatomy related; type 2 endoleak).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for the one month follow-up and it was noted that there was a left groin seroma. The event is continuing and the decision was made to continue to monitor the patient. The investigator assessment states that the event is not related to the study device and it is related to the study procedure.